Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced air bubbles in reservoir and infusion set. Customer's blood glucose was 114 mg/dl. Customer allowed insulin to get to room temperature prior to using. It was reported that issue occurred with several infusion sets and reservoirs from same package. It was reported that insulin pump would be replaced.